Manufacturer narrative:
Device was not implanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the needle from a glidesheath slender kit was flushed in a normal fashion. Access was obtained in the right radial and the wire was advanced in the needle but would not pass through the needle. The needle was removed and a new kit was opened. The needle from the new kit was used to gain access and then the wire from the first kit was advanced and then the sheath was inserted. The reported blood loss was less than 250cc. The patient was reported to be stable. The procedure outcome was successful. Additional information was received on 9/17/18: the procedure being performed was a diagnostic left heart catheterization.

Manufacturer narrative:
One needle from the 6 fr glidesheath slender stainless steel kit was returned for evaluation. The 0.021" guidewire was returned as well. The needle hub was inspected under a microscope and the entry and exit of the cannula were verified to be clear of any flash or obstructions. Functional testing was conducted. The returned guidewire was inserted into the needle and it passed through its length without any difficulties. No anomalies were noted during insertion or withdrawal. The device worked as intended. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the returned sample was the normal product.